Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; one photo provided where a define capsulhorhexis is observed with an apparent shifted/decentered iol. No conclusions/root cause may be drawn from this picture. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Although the reported complaint is lacking in relevant information such as associated products used, from the investigation findings, the damage observed was most likely caused by the customer during the implantation process. It is also worth noting that the surgeon was aware that the haptic was broken after implantation and decided to leave the iol in place. The shifted/decentered iol can be attributed to the broken haptic as the haptics are used to hold the iol in place in the eye. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) to be explanted due to the lens being out of position because the haptic was broken. The lens was replaced with another model.